Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective action 6. The clickline plastic handle has a damaged insulation. The reason for the damaged insulation was not mentioned. The cause of damaged insulation can be complex e.g. Wrong or to high settings on the hf generator, moisture intrusion, mechanical impact etc. According to the IFU there is a warning not to use hf instruments if the insulation is damaged and that a damaged insulation can lead to injuries the event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline plastic handle according to the information received, when triggering the hf current via lap. Mis instrument, an electric shock occurred on the forearm via the 2nd mis instrument (which was not connected to the hf current). This resulted in a localized burn of the surgical gown and the skin of the user. Additional information is not available.